Event description:
Facility reported "pt on treatment for ten minutes when blood leak alarm noted. Tested positive for blood and blood noted outside fibers in the dialyzer." Estimated blood loss 200cc. No medical intervention. Sample not available for examination. Medwatch filed on the blood loss.